Manufacturer narrative:
Initial 2 of 4. E1: patient city: (B)(6). Patient country canada. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: california post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set fell off immediately after insertion due to the adhesive patch not being sticky enough. The event occurred on 10-mar-2026.